Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that the patient thought their implantable neurostimulator (ins) battery was depleting and had a loss of therapeutic effect which started about a month ago. The ins was implanted to help with their vomiting and it used to work great but now had a return of symptoms and was vomiting every other day. The patient was then hospitalized for intense vomiting and pain where they were being given medications and fluids. It was noted that the patient had an appointment with another doctor last week but the manufacturer¿s representative did not show up. Follow up information received from the healthcare professional (hcp) indicated that they last appointment with the patient was on (B)(6) 2013 and had no additional information. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.